Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received lost sensor alerts with three sensors. Blood glucose at the time of the incident is unknown. They explained that the first sensor they removed and changed. The second sensor the customer found the cannula did not go into the skin. Troubleshooting was done for the third sensor and the communication was not reestablished. The customer removed the sensor and found there was no cannula. The sensor will not be returned for analysis.